Manufacturer narrative:
The patient was able to confirm that the nau system was functioning and providing therapy prior to airline travel. The patient denies any falls or other trauma that may have affected the implanted components. It is believed that the nalu system was on and delivering therapy when the patient entered the tsa scanner. It is likely that the type of scanner used and having the system actively functioning likely caused damage to the ipg.

Event description:
The patient had been implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. On (B)(6) 2025 the patient contacted a nalu representative to report communication issues between the implantable pulse generator (ipg) and the external therapy discs after passing through airport tsa scanners. Troubleshooting was performed and was unable to establish communication between the devices. On (B)(6) 2025 a surgical revision was performed to remove the existing system and implant a new system.